Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient did not get to meet with their provider. Pt left message to meet at her doctor's office. They called the main office and some guy went above and beyond and helped the patient. Pt was able to get help and the issue has been resolved.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the patient reported that the ins was turning off automatically even though it was not depleted. Patient stated that their back and upper shoulder were hurting. Pt reports informing a manufacturer representative (rep) about this issue via text. Agent reviewed the information and redirected the patient to hcp for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.